Event description:
Prior to the rotalink 1.5 burr entering body, the system did not properly advance. The rotalink 1.5 burr never entered the body. A new 1.5 burr opened and was advanced without difficulty.